Event description:
It was reported that since 5 days ago the patient had been constipated and they turned off the device. The patient had the device currently off and they were wondering if there was anything else to do to help them. The patient occasionally thought it was working and it was just barely helping, and they were not sure how to check and see if it was working. This started 1 week ago, or 5 to 6 days ago, and the device had been off since then. The patient went to the ER last night and was given laxatives, and they did an x-ray to make sure the patient wasn¿t blocked. The only change they had done was that the patient went on a cruise last week and this started halfway through that. The patient did have additional programs and would check with their health care provider (hcp) as far as to switch programs. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va0k56n, implanted: 2014-(B)(6), product type lead. (B)(4).